Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: was notified on site by physician that he had two 14f manta devices* and that he had difficulty pushing through the valve with bypass tube and they wouldn't click together once he got through the valve. A third device was opened and seemed to work normally. Associated to: MDR 3010252479-2022-00004 manta.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 14f manta was planned for closure. The physician encountered severe resistance advancing the bypass tube through the hemostatic valve of the manta sheath. The bypass tube buckled when met with the severe resistance. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Associated to: MDR fu-3010252479-2022-00004 manta.